Event description:
It was alleged that on (B)(6) 2013 granuflo particles "blew into her left eye" while the ptc (patient care technician) was pushing a cart. There was no splatter of blood or bodily fluids. The pct was not wearing ppe (personal care equipment) at the time of the event. She received treatment with "eye drops" in the emergency room on the same date and has been discharged from care with no resulting disability.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk, therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.